Manufacturer narrative:
There is no indication or allegation of any system or component failure or malfunction and all original implanted components remained implanted and in use until the system was removed in (B)(6) 2025. There is no lab testing available to the firm to confirm any presence or type of infection. Infection and poor wound healing are known inherent risks of invasive procedures. It is unknown if or how any existing health conditions may have played a role in rejection of the implanted nalu components. Poor healing or device rejection are known risks of implantable systems.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat upper leg pain. Ultrasound imaging was used during the procedure to place the implantable pulse generator (ipg) in the lateral thigh and place the implanted leads targeting the lateral femoral cutaneous nerve. During a post op visit approximately 2 weeks after implant, the physician noted that the ipg incision site appeared infected. The patient was given oral antibiotics and referred to a wound care clinic. On (B)(6) 2024 a surgical procedure was performed to move the existing ipg away from a skin fold to allow for better healing. See 3015425075-2024-00397, filed 10/17/2024. After the revision the patient continued to exhibit poor wound healing and the patient noted that the ipg had begun to erode back out of the skin. Another surgical procedure was performed on (B)(6) 2025 to reposition the existing ipg deeper into the fascia. See MDR 3015425075-2025-00069, filed 03/05/2025. In (B)(6) 2025 the patient again was found to have the legs of the ipg becoming visible through the site of the surgical incision. Due to the repetitive healing challenges experienced by this patient, the physician elected to explant the system. A full system explant was performed on (B)(6) 2025.